Manufacturer narrative:
Examination of the returned device confirmed the reported event. The overall condition of the instrument indicates multiple usages. The device exhibits burnishing wear indicated of extended usage. The device also exhibits a shade of yellow indicating it has been subjected to numerous decontamination procedures. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The plastic instrument broke during extraction.